Event description:
The user facility reported a 71-year-old male undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. The complainant reported that during attempted delivery of an impella 5.5 pump, the md was unable to control the bleeding at the cut down/anastomosis despite the use of several sealants and clotting agents. As a result, the 5.5 implant was aborted and support continued with the already in-place impella cp pump.

Manufacturer narrative:
The impella device was not by the customer and therefore, an evaluation of the device was not possible. An investigation was completed and, based on the provided information, it was advised that the noted bleed was attributed to the patient's condition. Should additional relevant information become available, a supplemental report will be submitted. As noted in the impella IFU: ¿assess access site for bleeding and hematoma.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ this report is being filed as part of a retrospective review of historical records.